Event description:
The patient was undergoing a coil embolization procedure in the endoleak sack using packing coil lps, a lp system detachment handle (lp handle), and a non-penumbra microcatheter. During the procedure, the physician advanced a packing coil lp through the microcatheter and into the target vessel, then attempted to detach it using the lp handle; however, the packing coil lp failed to detach. Next, the physician attempted to manually detach the packing coil lp, but the coil would still not detach. The physician then decided to remove the packing coil lp. However, while retracting the packing coil lp, it unintentionally detached in the microcatheter. Therefore, the physician flushed the detached coil into the target vessel. Next, the physician advanced a new packing coil lp into the target vessel and attempted to detach it using the lp handle; however, the coil failed to detach. The physician then attempted to manually detach the packing coil lp, but the coil would still not detach. Therefore, the packing coil lp was removed. It was reported that the same issue occurred with another packing coil lp; therefore, the packing coil lp was also removed. The procedure was completed using additional packing coil lps, the same lp handle and microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.